Event description:
It was reported that the patient had a driveline communication fault alarm. Log files confirmed the driveline communication faults that were affecting communication line a. The site changed the modular cable and system controller and the alarm resolved. Additionally, some debris was noted on the outer portion of the connection but nothing where the pins met. The patient was noted to shower on a regular basis and advised to double check the connections and be aware of water.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e3: occupation corrected manufacturer's investigation conclusion: the system controller, serial (B)(6), was evaluated following the reported event of driveline comm fault alarms. A review of the submitted controller event log file (110134) spanned approximately 11 hours (23jun2025 from 23:58:00 ¿ 24jun2025 at 10:54:42 per time stamp). From the beginning of the log file, the driveline comm fault alarm was active due to a com_a_fault. The alarm stayed active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 85 days at 8-hour intervals (31mar2025 ¿ 24jun2025 per time stamp). The driveline comm fault alarm was active on 24jun2025 and is covered under the controller event log file. There were no notable alarms active in the log file. The pump appeared to function as intended at the set speed. The system controller was functionally tested with the returned modular cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The returned modular cable was further tested and found to have severe wire fatigue on the com a wire and is the root cause of the alarm. Additional information provided stated that the alarm resolved after the controller and modular cable were exchanged. The reported event was not correlated to an issue with the returned system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.